Event description:
Pt called lfs alleging that their meter had a date and time issue. No symptoms were reported. No medical care was sought from a healthcare professional as a result of the reporting issue. There was no evidence of a serious injury. The customer service rep walked pt through resetting the meter options and inserting a new strip. The meter had to be replaced, since the meter displayed three dashes (---), instead of system check screen, which appears upon insertion of a test strip. The meter malfunction is being reported since there was no resolution.